Event description:
Patient developed sepsis/meningitis which required hospitalization and treatment with antibiotic for 5 days. Health care provider described infection as "a foreign body reaction", requiring explant of the device. Patient was discharged from hospital, and was placed on long term IV antibiotic therapy to be administered by home health care agency. No information on the current status of the patient is available.

Manufacturer narrative:
04/03/1998: g9-MFR report number has been corrected here and in header on page 1.